Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 10/2.75 flextome cutting balloon was used to pre dilate the lesion. During the procedure, it as noted that the balloon ruptured. The device was completely removed from the patient. Procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The device was attached to an encore inflation unit, subjected to positive pressure and liquid was observed to be leaking from a pinhole at the distal end of the distal markerband. A visual and microscopic examination observed no damage to the tip, blades, or markerbands. All blades were present and fully bonded to the balloon surface. The hypotube was kinked at several locations along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 10/2.75 flextome¿ cutting balloon¿ was used to pre dilate the lesion. During the procedure, it as noted that the balloon ruptured. The device was completely removed from the patient. Procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.